Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector was broken. It was noted that the hanger was cracked, and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black ring in the ventricular output port of the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.